Manufacturer narrative:
Device is a combination product. Date of event: used the first day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that balloon deflation issue and removal difficulty occurred. The target lesion was located in a coronary artery. A synergy drug-eluting stent was successfully deployed. However, when the balloon was going to deflate, it would not deflate and it kept on getting stuck. The device was removed intact. The procedure was completed using the device. No patient complications were reported and the patient's status was fine.